Event description:
The following was reported to gore: on (B)(6) 2018, the patient was treated with the implantation of gore® excluder® aaa and gore® excluder® iliac branch endoprostheses (ibe). On (B)(6) 2018, a type iii endoleak originating from the overlap between a contralateral leg endoprosthesis (plc231000) and an iliac branch component (ceb231410) was identified. It was stated that the cause for the endoleak was insufficient overlap between the two devices. Additionally it was reported that the diameter of the common iliac artery was >23mm. The used plc in the common iliac artery is recommended to be used in a vessel diameter of 18.5 to 21.5mm. On (B)(6) 2018, both devices were successfully relined with the implantation of an additional contralateral leg endoprosthesis and it was reported that the endoleak was solved.